Event description:
The customer reported via phone call that their transmitter did not blink when connected to the sensor. The customer also reported the electrode was missing on their sensor. Customer could not recall if their other sensor was bent. Customer's blood glucose was unknown. The customer's sensor will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.